Event description:
Synergy china registry. It was reported that unstable angina pectoris occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 99% stenosis and was 27 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and placement of 2.25 mm x 16 mm and 2.75 mm x 16 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted be 0%. The second target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 95% stenosis and was 47 mm long, with a reference vessel diameter of 2.75 mm. The second target lesion was treated with pre-dilatation and placement of 3.00 mm x 16 mm and 2.75 mm x 38 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In march 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. A coronary angiography was performed, and medication was given to treat the event. There was no revascularization performed. Four days later, the event was considered to be recovered/resolved and the subject was discharged.